Event description:
It was reported that this peritoneal dialysis (pd) patient has peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient called the pd clinic on (B)(6) 2026 to report abdominal pain that began on (B)(6) 2026. The patient was instructed to come into the clinic. The patient had pd cultures obtained. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 2g every 5 days and ip ceftazidime 2g daily (duration not provided). The patient¿s white cell counts, and polymorphonuclear cell percentage was elevated (no values provided). The culture is negative for growth to date. The cause of the peritonitis has not been determined. The patient was recently discharged from the hospital. They suspect there could have been a contamination event during the hospitalization, but that is not confirmed. The patient is continuing to complete ccpd therapy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis, and the utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pd cultures resulted in negative growth. Unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli (afb), or fungal organism. Although the cause of the peritonitis event was not determined, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.